Manufacturer narrative:
The gore® cardioform asd occluder instructions for use list new arrhythmia, such as atrial fibrillation or flutter, requiring treatment a potential clinical and device adverse event.

Event description:
The following was reported to gore: on (B)(6) 2021, a patient underwent treatment to close a 17.8mm stop-flow balloon sized atrial septal defect using a 37mm gore® cardioform asd occluder. On an unknown date in 2021, an arrhythmia was observed. The patient was treated with medication and discharged with no symptoms. The patient will be examined again in a month.